Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient for urinary incontinence. It w as reported that the patient was experiencing itching from the tape. It was noted that their trial began on (B)(6) 2016. On (B)(6) 2016, it was added that the patient was in a car accident which was stated to have caused the lead to be pushed in, causing discomfort. On 2016-10-17, it was reported that the patient's itching had been resolved by washing it and putting moisturizing lotion and neosporin on it. They added that the discomfort from the leads being pushed in was also resolved after the ER had worked on it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.